Event description:
It was reported that the device was showing "cassette not attached or properly attached" error message, though installed correctly with primed set. Event occurred during programming.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump had a cassette not attached or properly attached error message¿ could not be replicated during testing but were found in the event history/error log. The probable cause was unknown as the error could not be replicated. The pump passed functional and accuracy testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.